Event description:
Spinal was placed for c-section using the spinal bupivacaine inside the b. Braun pencan spinal kit. When tested, patient did not obtain the adequate level of spinal anesthesia. Patient was then placed under general anesthesia so the c-section could be completed.